Event description:
During a lung resection procedure, after firing the device, the staples were formed properly, but the device could not be released. At last, the doctor had to release it by force. The sample was discarded due to syphilis. There was no adverse patient consequence.